Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over to electronic medical record (emr). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer resolved the issue.